Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. Based on the information provided by the field service engineer (fse), the customer stated that the unit had high temperature issue. The logs were checked, and no logs were found related to heat up issue. Run compressor for long period of time to see if the unit heat up. The fse was unable to replicate customer issue. The unit was tested for a while and no issue occurred. Unit works fine and has been returned to customer for use.

Event description:
N/a.

Event description:
It was reported prior to use that cardiosave intra-aortic balloon pump (iabp) over temp alarm. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.